Event description:
Bd representative reported that a pyxis medstation es system's brand new tower smelled of smoke after being plugged in. The lights on the station no longer worked. Bd representative unplugged the tower. No visible indications of smoke/fire/spark were observed. Patient or user harm was not reported

Manufacturer narrative:
Bd representative reported that a pyxis medstation es system's brand new tower smelled of smoke after being plugged in. The lights on the station no longer worked. Bd representative unplugged the tower. No visible indications of smoke/fire/spark were observed. Patient or user harm was not reported. This event is recorded in complaint number 2284373. A field service technician evaluated the device and found an excessive amount of burnt smell coming from the ballast area. Field service technician order a replacement power supply unit . Disconnect the power cord from wall and tower so customer could not plug back in. Devices was tested and functioned as intended.

Event description:
A bd (becton, dickinson) representative reported that a pyxis medstation es system's brand-new tower smelled of smoke after being plugged in. The lights on the station no longer worked. The bd representative unplugged the tower. No visible indications of smoke, fire, or spark were observed. Patient or user harm was not reported.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 02-may-2020 to 02-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that a medstation brand new tower smelled of smoke. A field service engineer inspected the top cover of the tower power supply and found excessive burnt smell coming from the ballast area. He ordered a new power supply unit for this tower and disconnected the power cord from the wall and the tower so that the customer could not plug back in. The system functioned as intended after the field service engineer troubleshot the device.